Event description:
It was reported that during an implant attempt, there was a discrepancy between the measured threshold on the analyzer and the implantable cardioverter defibrillator (ICD). After repositioning the lead and multiple attempts at troubleshooting, a new ICD was connected to determine if a device issue was occurring. Initially, similar problems occurred with the second device but the lead was again repositioned and acceptable measurements were obtained. The second device and the lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).